Event description:
It was reported that the pt underwent surgery for vaginal prolapse repair in 2001 in which bone anchors and a fascial sling were utilized with a mesh product. A week later pt's status changed. The pt was noted to be hypotensive, oliguric, and with symptoms of an acute abdomen. Pt was also hypoxic, went into respiratory failure and showed a pleural effusion. Pt was put on a dopamine drip and intubated. The diagnosis at that time was sepsis/rule out abdominal catastrophe. Blood culture results were reported to be conflicting. Same day pt had a laparotomy revision of the ileum. The removed mesh specimens showed a pathology result of "filtration with fungal spores, most likely aspergillum, but a mixed fungal population is not excluded." Pt was treated with drug therapy. Pt did not improve with surgery and ultimately died. No autopsy was performed. No cause of death is otherwise listed.